Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Review of summary data report during a site audit of the 10 year x3 hip study revealed case 32 was a recurrent dislocated and was converted to a constrained liner on (B)(6) 2017, with a new femoral head. The stem was retained in this case, but the liner was replaced.